Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient representative reported a left side capsular contracture baker grade IV. The device has been explanted and replaced with non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii, granuloma and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, granuloma and seroma-late.

Event description:
Healthcare professional reported "patient has severe pain in both sides with evident deformity and hardening, compatible with folds in the elastomer, small volume of peri-implant liquid and silicone-induced granuloma of breast implant capsule." It was later reported capsular contracture baker grade iii. The device remains implanted. This is for the left side.